Manufacturer narrative:
The cardiosave was tested and returned to clinical use. The getinge field service engineer evaluated the cardiosave and found a failure of the compressor. The part was replaced. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that during their own service / test of the cardiosave fault #14 occurred and the cardiosave stopped pumping. The customer attempted an off/on cycle, but the issue was not solved. No patient involvement and no adverse event reported.